Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported pt was injected "a few years ago" to unspecified site with unspecified juvederm voluma and developed "infection." Another physician treated pt with hylase.